Event description:
This event was reported as acute prosthetic endocarditis (mrsa), the source of infection unknown with vegetations noted without paravalvular leakage. The lesions showed a large amount of infected material covering the valve. No further information was provided.